Manufacturer narrative:
Samples were collected in 13x100mm plasma tubes with gel separator. Qc at the beginning of the shift was within the established ranges. A system check on (B)(6) 2010 failed with imprecision. The customer did not report any result flags or event log messages associated with this event. A bci field service engineer (fse) was on site on (B)(6) 2010. The fse performed hardware verification and it failed due to imprecision. The fse removed the analytic unit and cleaned the wash wheel, mixer pulleys. The fse found the mixer o-rings were out of round, and replaced it. The fse checked incubator track, which was clean. The fse performed a precision test and verified the hardware. All results met the specifications. Hardware is the suspected root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results in the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for three patients. The results were reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range, and corrected reports were sent out. The customer stated there was no known impact to patient treatment associated with this event.